Event description:
The explanted lead was received for analysis. Analysis was completed on (B)(6) 2016. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. This change does not affect the 30 day timeline as that report was still submitted within the 30 days with the correction.

Manufacturer narrative:
Supplemental report #02 inadvertently reported the wrong date. The date should have been (B)(6) 2016. Supplemental report #03 inadvertently reported the wrong date year. The date should have been (B)(6) 2016. There were no late reports.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient had began experiencing more seizures and having aggressive behavior at school over the past six weeks. It was noted that the parents were concerned this might be related to a decrease in vimpat. Device diagnostics were performed which identified high impedance. It was noted that the vns was programmed off. The patient was referred for x-rays. It was noted that the deterioration in the patient's condition is thought to be related to a vns failure. The patient was referred for surgery. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient underwent generator and lead replacement. The explanted devices have not been received for analysis to date.

Event description:
It was later reported that the generator was being replaced due to an ifi = yes battery status and, therefore, it appeared that only the lead was replaced during the previously reported surgery. The generator was received by the manufacturer and is pending product analysis.

Event description:
The generator product analysis was completed. The proper functionality of the generator and its ability to provide the programmed outputs was verified in the product analysis lab. The generator was placed in a simulated body temperature environment and the output signal was monitored for over 24 hours. There were no signs of variation in the output signal and the device provided the expected output current level. Diagnostics were as expected for all tests performed and the generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.